Manufacturer narrative:
It was reported that on (B)(6) 2020 the transducer seal failed and drew air in during a case which almost injected air into a patient. The clinician reportedly had to change out the device during an st-elevation myocardial infarction (stemi) after experiencing manifold failures twice during the same procedure requiring replacement and pause, delaying patient care in progress. Ultimately the case had to cease due to the patient coding and expiring. No additional details are available related to the customer reported issue. The customer contact was unwilling to provide further incident details to the manufacturer. No sample was returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the transducer seal failed and drew air in during a procedure requiring replacement of the device and delaying patient care.